Event description:
Multiple false positive air alarms for the smiths cadd-solis pump. System continuously alarms even when there is no air in line. The air alarm detector was set to "on" when setting up the library. We set it because it a safety concern. It only falsely alarms with the cassettes, not the bags. We have attempted to work with the MFR, but their response on this issue has been unsatisfactory. The alarms are continuing to annoy the nursing staff, causing delays in therapy, and many wasted cassettes full of narcotics. At this time we tend to believe that the pump itself (versus the cassette) may be causing this problem. This has been an ongoing problem since (B)(6) 2011. Dates of use: (B)(6) 2011 - (B)(6) 2012.